Manufacturer narrative:
The device was provided for the examination and the logbook was analyzed. The cause of the described stop of ventilation was a breakdown of the device's internal supply voltage. Due to a faulty capacitor in the hps valve o2, there was an increased leakage current, the capacitor was carbonatized. The ventilator reacted to the failure of a component as specified. Warm starts were performed and the device generated the adequate alarms in order to inform the user about the ongoing situation. The breakdown of the internal operating voltage finally led to the device being switched off. As reported by the user, the device generated a power failure alarm. As a safety feature of the ventilator, the ventilator analyzes and verifies the functionality of software and hardware. If this internal monitoring detects an error, the user is visually and acoustically alerted. In order to solve the problem a warm start is initiated in this specific case. In case of a warmstart the device itself switches off for a short time and then turns it on again. During this time, an emergency breathing valve opens, allowing spontaneous breathing. After successfully traversing the start sequence (approx. 8 seconds), the ventilation continues with the old parameters, an alarm is generated. In the event of an unsuccessful warmstart, a continuous audible alarm would be activated and the emergency valve would remain open. The warmstarts are repeated until the device is turned off. Manual ventilation with another device may be considered necessary. The device has been repaired with the replacement of the hps o2 valve. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a patient was ventilated in bipap/asb mode with a fio2 of 35% invasively, around 2:47 p.m. ((B)(6) 2020) the auxiliary alarm sounded. The staff noticed a stop of the ventilation and the display was found flickering and showing signs without any meaning. An alternative ventilator was immediately established. The display failed completely after a very short time, and a distinct smell of charred plastic. At no time oxygen saturation decreased or the patient's health deteriorated.